Event description:
It was reported that patient's right ventricular (rv) lead exhibited high threshold and low impedance. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.